Event description:
Device was returned for service. During service, the technician found that the crani handle was deformed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the neuro tip was not functioning. This was attributed to faulty handling. The device was repaired and returned to customer.